Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. Possible factors that could contribute to balloon material ruptures include, but are not limited to, balloon damage during processing of the balloon material, insufficient preparation, inflation technique, interactions with other devices or lesion calcification. In this case, a conclusive cause for the reported balloon rupture could not be determined since the device was not returned for analysis and limited information was provided. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The additional armada 35 device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery (sfa). Two 7mm/40mm armada 35 percutaneous transluminal angioplasty (pta) catheter were used; however, a rupture occurred above nominal pressure with both catheters. Another non-abbott balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.